Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical use information was unknown. The philips remote service engineer (rse) examined the system remotely and confirmed the reported malfunction. On next work order onsite visit, fse could not resolve the issue after troubleshooting, suspecting the geo pc connector. They decided to monitor the system for recurrence. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were partly unavailable. No harm to the patient or user was reported. Philips has started an investigation of this complaint.